Manufacturer narrative:
(B)(4). Additional follow up information: the patient ended intraperitoneal antibiotic therapy. The patient was fully recovered from the event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The drugs were ongoing. The patient experienced a peritonitis manifested by abdominal pain and cloudy effluent. Intraperitoneal antibiotherapy with cefazolin (2g/day) and ceftazidime (1g/day) was initiated. Cefazolin was withdrawn. Intraperitoneal treatment with vancomycin 1g every 4 days was introduced. Peritonitis root cause was unknown. The patient was recovering from this peritonitis event.